Event description:
It was stated that the customer was hospitalized for low blood glucose levels, with a reading of 22 mg/dl. It was stated that the customer was changing her infusion set, and the insulin pump delivered 100 units of insulin. It was stated that the customer may have already been experiencing low blood glucose levels at the time since she didn't remember anything. The customer did not trust the insulin pump, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.